Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing was performed and revealed the housing was broken. This was contributed to faulty handling of the device. Maintenance was performed. Device was repaired and returned to the customer on 06/16/2013. Placeholder.

Event description:
Customer reported that the right dual department was not working. This is report 1 of 1 for complaint #(B)(4).